Manufacturer narrative:
Trackwise#: (B)(4). The device was returned for evaluation on 09/19/2023. An investigation was conducted on 09/26/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the heater wire. There were no visual defects observed on the heater wire. There were no visual defects observed on the gray silicone insulation on the hot jaw. The gray silicone insulation on the tip of the cold jaw was observed to be peeled bac, to the center of the cold jaw, but remained attached to the cold jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000331131 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 silicone jaw fractured and a piece of the jaw broke off and was then retrieved via the hemopro 1 device from the patient. No additional incisions. They opened a new evh kit to complete the procedure. No delay in procedure. No patient harm.